Event description:
The customer reported to baxter (B)(4) a continu-flo solution set in which a no-flow was observed. It is unknown when or in which care unit this malfucntion was observed. There was not a patient involved with this report; therefore, there are no reports of patient injury, medical intervention or adverse events assocaited with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample is not available for evaluation, the customer's reported condition could not be confirmed. If samples or additional information become available, the complaint will be re-opened and the additional information will be added to the complaint file. Additionally, no assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.